Manufacturer narrative:
This medwatch MFR # 2520274-2013-00731, is a duplicate which was previously reported on MFR # 1719045-2013-10010 on (B)(4) 2013. This f/u is being submitted to notify of the duplication.

Manufacturer narrative:
Device was used for treatment. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Event description:
It was reported that the tip of the drive shaft was not seated into the reamer head and wore out through the side of the tube assembly. The drive shaft got caught. The correct guide wire and a 13mm head was used. Nothing was left in the patient. No further information was provided.